Event description:
It was reported that the patient's batteries would not hold a charge. The patient stated that the batteries were taking weeks to charge and the lights on the batteries stayed illuminated for longer than they should. The patient's universal battery charger was evaluated was found to work as intended. The batteries were replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a charging issue and ¿lights on the batteries stayed illuminated for longer than they should¿ was confirmed with 14v battery (serial # (B)(4). The battery completed discharge/charge testing, which was completed without any error. After charging was completed, it was observed the battery level indicators are constantly lit without activating the on-battery power gauge button. The outside case was cut open to gain access, and an electrical measurement of the internal printed circuit board confirmed the switch component is stuck closed resulting in the battery level indicators staying lit. Depressing the switch does not activate/deactivate the battery charge status function as intended. The analysis determined the constantly lit light emitting diode (led) was draining the battery pack faster than expected which is consistent with the report issues. The root cause of the damaged switch component could not be determined during the evaluation. Incidental findings: pcb damage care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use, rev c, and the heartmate 3 instructions for use, rev c. Section 3, battery charger overview describes setting up the battery charger before use ¿before using the battery charger to charge heartmate batteries, it must be plugged in and turned on. The display panel on the front of the charger displays messages during setup and operation.¿ also, under ¿checking battery charge status using the on-battery power gauge¿, describes how to use the on-battery power gauge button to confirm that the battery is fully charged. Under section 7, alarms and troubleshooting, battery-related advisory messages ¿if the battery charger detects a problem with a battery, such as battery voltage too high or too low, or open battery circuit, the red light for the pocket comes on and a telephone symbol appears on the display panel to indicate a battery fault¿. 14v battery (serial # (B)(4) was manufactured on (B)(6) 2022 by the supplier. No further information was provided. The manufacturer is closing the file on this event.